Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: 4 an attempt to puncture the patient was not carried out because when inserting the jelco needle into the blood vessel, the silicone ruptured.

Event description:
No additional information.